Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. Additional information received indicates that the dislodgement was confirmed through fluoroscopy. This lead will not be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.